Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose of 56mg/dl and the paramedics were called, and she was treated with glucagon pen. The customer stated that she overcompensated for her blood glucose. Days later, the customer called back and stated that the insulin pump alarmed failed battery test. Advised the caller to remove the battery for five minutes and to insert the new battery and no battery alarm noted. No further information was provided.